Event description:
The incident involved a microclave¿ clear neutral connector on an unknown date. It was reported that the connector continues to be clogged or have great resistance when accessing it and it has been occurring for some time. There was unknown patient involvement, and no harm was reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. No device history review was conducted because no lot number(s) was/were identified.